Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had user roles that were not functioning properly. The customer stated that the user was unable to pull any medication for the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es server had user roles that were not functioning properly. The customer stated that the user was unable to pull any medication for the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that to user roles were not working. A technical support specialist dialed into the app server cch-pyxises-pr (2016 aio) and navigated to user roles > adv emt to review permissions and security groups. Advised the customer to select both count and remove options to gain the required access. Requested the customer to try this setting to resolve the issue. The system functioned as intended after the technical support specialist diagnosed the device.